Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation and ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with (B)(4) . Each lot  is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per iso11135 prior to release.

Event description:
It was reported the patient went to the emergency room (ER) due to an infection at the pod¿s insertion site (leg) while wearing the device between 36 and 48 hours. Symptoms reported include vomiting and diarrhea. At the ER, the patient was placed on intravenous therapy of fluids, blood work and a ultrasound was taken. The patient was in the beginning stage of diabetic ketoacidosis (dka). The patient was prescribed medicine (name not provided) and was released a few hours later and the pod was discarded.